Event description:
It was reported to philips that system did not turn on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system onsite and confirmed that the system didn¿t turn on. Upon functional testing, the fse found electrical issue with the system and identified that the pd (power distribution) assy front panel was defective. To resolve the issue, the fse replaced the pd (power distribution) assy front panel box. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.